Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect and that the therapy had not worked for her since 6 months post-implant. The patient stated that she wanted the therapy removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient saw the health care professional and he did x-rays on her back. It was noted that the reason the patient had pain was because of disk degeneration. It was noted the patient would be scheduled for a computerized tomography (CT) myelogram. At the time, the device remained turned off because the health care professional planned to have the device checked when she has the myelogram. It was noted that the date had not been set yet.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) didn¿t work for her and she was getting it taken out. It was stated that the patient could not recall when it stopped working for her. It was noted that the patient didn¿t have insurance for 4-5 years so she was unable to have her device checked. It was reported that she would be getting the device taken out. It was noted that the patient requested MRI compatibility guidelines and stated that the area to be scanned was the mid to lower back. It was stated that it was ¿because of the implant¿ but it was later mentioned that the patient was not sure, and that the ins didn¿t cause any damage to her.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).